Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead had (B)(6). It was noted that there was appropriate function of the system prior to the explant procedure. The ra lead was sent for a culture by the physician and may be returned at a later date.

Manufacturer narrative:
If additional information is received, this report will be updated.